Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial right ventricular (rv) lead and pacing threshold tests were ran using the programmer but when the session summary was printed it showed information for atrial an rv but only dashes for the left ventricle (lv). It was noted that the information could normally be seen in the session summary and it was confirmed that the lv lead was on. It was noted that the information was not in the print queue as only the most recent patient was visible. It was speculated that the lv threshold test was not ran. The programmer remains in use. No patient complications have been reported as a result of this event.